Manufacturer narrative:
The explant has been sent for histological analysis.

Event description:
Dr called to report he revised an artelon surgery. The original surgery and revision surgery were performed arthroscopically. The revision included implanting an artelon lg in place of the original standard- sized artelon.